Manufacturer narrative:
A bci field service engineer (fse) found the tubing that connects the di water valve to the wash canister had split. Fse replaced the tubing and ran the instrument; no errors observed.

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report a leak under the hydro pneumatic assembly area. Per customer, unable to find the source of the leak. No injury or exposures were reported.